Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Reference internal complaint (B)(4).

Event description:
It was reported by the patient on maude event report # mw5069733 that the physician performed a novasure endometrial ablation (exact date unknown) and the patient was discharged home. Post procedure the patient "was immediately sick for months" and experienced "debilitating pain". The patient then underwent a hysterectomy and it was noted the patient's blood was filling up in her fallopian tubes. No other information was provided.